Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that following treatment of a calcified lesion in the sfa using a contralateral approach, the stent delivery system broke into two portions while it was being withdrawn from the treatment site. Reportedly, the inner catheter lumen detached from the rest of the system and remained on the guidewire. The detached inner catheter was removed with the guidewire without complications. No report of injury to the patient.